Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The units of measure used for glucose were requested, but not provided. The first sample initially resulted in a glucose value of 0.27 and it repeated as 5.06. The second sample initially resulted in a glucose value of 0.3 and it repeated as 5.1. The glucose reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The units of measure used for glucose are mmol/l. The field service engineer found some gel inside the sample probe. The probes were changed and the washing station water level was adjusted. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.